Event description:
Procedure: unilateral inguinal hernia. According to the report: distension balloon leaking, and the structural balloon would not allow any gas flow through, customer does not have any serial numbers or expiry date.

Manufacturer narrative:
(B) (4). (B) (4).